Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bulge in the silicone segment when administrating an unspecified IV bolus in the primary line of lactated ringers. Although requested there are no additional details provided by the customer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of a bulge in the pumping segment was confirmed. Visual inspection confirmed a ballooned area in the tubing at the top of the silicone segment. Functional and pressure testing resulted in the fluid flowing freely through the set with no signs of ballooning. No leaks were observed. The root cause of the customer¿s report could not be determined as no instances of ballooning or occlusion alarms were replicated.

Event description:
The customer reported that during a patient code the user hung a primary line for lr bolus to infuse at 999ml/hr. It was reported that the nurse noted that the device alarmed for patient side occlusion,when the user open the door a bulge in the silicone segment was noted. The event occurred in critical care.